Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's parents that the customer was hospitalized (B)(6) 2014 for diabetic ketoacidosis and high blood glucose levels. Blood glucose levels at the time 700mg/dl. It was also reported that the customer was hospitalized for in (B)(6) 2013 as well as (B)(6) 2014. It was also reported that cannula for the infusion set was bent. No additional information was provided.